Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the ventilator and found a continuous air supply loss alarm. The service provider performed calibration and cross checked the ai printed circuit board (pcb). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator had an air supply loss. Patient involvement is unknown. .